Event description:
Note: this is one of four complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-00319, 3005099803-2009-00321 and 3005099803-2009-00322. It was reported to boston scientific corporation in 2008, that four resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed three days prior. According to the complainant, during setup, the clip prematurely fell off of four resolution clip devices prior to insertion into the patient. The procedure was completed with a fifth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted.